Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in appropriate atrial tachy response (atr) episodes. In addition, the right atrial (ra) lead exhibited high out-of-range pacing impedances, measuring greater than 3000 ohms. Isometrics were performed and noise was reproduced. A lead fracture was suspected. The physician elected to reprogram the device and continue to monitor. This ICD and ra lead remain in service. No adverse patient effects were reported.